Manufacturer narrative:
Continuation of d10: product ID: pscc100 (0013231591); product type: 0609-catheter; product ID: pscc100 (0013231591); product type: 0609-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure; the catheter and catheter interface cable (cic) could not be properly seated. The cic and catheter were reconnected and the cic was replaced without resolution. Frequent alerts occurred as the catheter was not recognized. The catheter connector was inspected and there was substance adhered to it. The adhered substance could not be removed. The catheter was replaced. The replacement catheter had the same adhered substance. The catheter was replaced again and the same substance was adhered. The catheter was replaced again and the fourth catheter which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.